Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported that a patient was injected in the chin with 2 ml of juvéderm® voluma® with lidocaine. The patient was pretreated with chlorhexidine. One month later, the patient stated that they ¿did not like the feeling of the product nor the aesthetic outcome,¿ as well as ¿pain, bruising, and deep flat planes on the side of the face¿ and the chin. The patient was injected with 6 units of botox® and was still unhappy with the result. The patient visited another doctor for a second opinion, who diagnosed the patient with ¿infection¿ and prescribed antibiotics. A month later, the filler was dissolved with hyalase. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the chin with 2 ml of juvéderm® voluma® with lidocaine. The patient was pretreated with chlorhexidine. One month later, the patient stated that they ¿did not like the feeling of the product nor the aesthetic outcome,¿ as well as ¿pain, bruising, and deep flat planes on the side of the face¿ and the chin. The patient was injected with 6 units of botox® and was still unhappy with the result. The patient visited another doctor for a second opinion, who diagnosed the patient with ¿infection¿ and prescribed antibiotics. A month later, the filler was dissolved with hyalase. The event is ongoing.